Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with uncut area during flap creation procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Log file shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the bcc (beam control check) for right eye was done about one minute before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).